Event description:
It was reported by germany that during service and evaluation, it was determined that the small battery drive device had sticky trigger. It was further observed that the moving parts of the device¿s trigger do not move smoothly. It was determined that the device had cosmetic damage due to worn coupling and would not run due to electrical control unit and motor damage. It was further determined that the device failed pretest for checking the attachment coupling, checking for sticky triggers, checking function of device and checking power with power test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of sticky trigger and the moving parts of the trigger not moving smoothly identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).